Event description:
It was reported that the customer was seen at the hospital after experiencing multiple no delivery alarms. The customer changed the infusion set multiple times, but the no delivery alarms continued. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.